Event description:
As reported by the (B)(4) study, a patient experienced unstable angina and underwent revascularization approximately seventeen months after the index procedure. At the time of the index procedure, angiography revealed three vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The distal right coronary artery (rca) saphenous vein graft was described as 13mm in length, severely calcified, and in-stent restenosis of a drug eluding stent (brand unknown) with 99% stenosis. Aneurysm was also noted. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 19atm by direct stenting without post-dilation. Post procedure troponin peaked at 0.686 (uln 0.120). There were no procedural or angiographic complications and the patient was discharged the following day. Approximately seventeen months after the index procedure, the patient experienced unstable angina and underwent pci of the distal rca saphenous vein graft with placement of a drug-eluting stent. Unstable angina was resolved without sequelae. According to the investigator, distal rca vein graft lesion was in the target lesion and was possibly related to the cypher stent, but not related to the index procedure or study drug.

Manufacturer narrative:
Concomitant medications taken at the time of the restenosis included levoxyl 137mcg daily, caltrate + d 600/200 daily, pravachol 20mg daily, lisinopril 2.5mg daily, metoprolol 25mg daily, trazodone 150mg nightly, hydrocodone/acetaminophen 10/650mg as needed, b complex tablets daily, aspirin 325mg daily, and prevacid 15mg daily. Additional information will be submitted within 30 days or receipt.

Manufacturer narrative:
Addendum: cec adjudication minutes received indicated that the patient experienced periprocedural myocardial infarction post index procedure. It was reported that the post procedure troponin I peaked at 0.686 (0.120 unl). Approximately 24 hours after the index procedure, the troponin I was 0.653. As per the adjudication report, the ECG core lab reported no new st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. Complaint conclusion: as reported by the (B)(4) study, a patient experienced a peri-procedural mi during the index procedure and unstable angina with revascularization due to instent restenosis approximately seventeen months after the index procedure. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pcis (most recent pci (B)(6) 2009) current pci in target vessel, CABG (most recent CABG un unk 1993), target vessel previously revascularized, family history of coronary artery disease, hyperlipidemia, hypertension, history of pvd/claudication, past smoker, allergy to biaxin, fibromyalgia, diverticulitis, depression, gastroesophageal reflux disease, prostatitis, thyroid cancer. At the time of the index procedure, angiography revealed three vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The distal right coronary artery (rca) saphenous vein graft was described as 13mm in length, severely calcified, and instent restenosis of a drug eluding stent with 99% stenosis. Aneurysm was also noted. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 19atm by direct stenting without post-dilation. Post procedure troponin peaked at 0.686 (uln 0.120). It was reported that there was no treatment conducted and no cardiac events were reported. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. There were no procedural or angiographic complications and the patient was discharged the following day on dual anti-platelet therapy. Approximately seventeen months after the index procedure, the patient experienced unstable angina and underwent pci of the distal rca saphenous vein graft with placement of a drug-eluting stent due to instent restenosis. Cardiac cath revealed critical bypass graft stenosis / subtotal occlusion with vein graft from aorta to rca having 99 % in stent restenosis proximally which was successfully treated with 3.5x28mm ion des , and the distal graft had 50% in stent restenosis that was successfully treated with 3.5x24 mm ion des as patient continued to report significant angina. Unstable angina was resolved without sequelae. According to the investigator, distal rca vein graft lesion was in the target lesion and was possibly related to the cypher stent, but not related to the index procedure or study drug. The cypher stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.

Manufacturer narrative:
Additional information was received on 04/04/2012 from the investigational site. The study coordinator confirmed that the patient underwent revascularization of the distal rca vein graft due to restenosis. Cardiac cath revealed critical bypass graft stenosis / subtotal occlusion with vein graft from aorta to rca having 99 % in-stent restenosis proximally which was successfully treated with 3.5x28mm ion des , the distal graft had 50% in-stent restenosis that was successfully treated with 3.5x24 mm ion des as patient continued to report significant angina. It was reported that there was no treatment or testing performed to treat elevated cardiac enzymes post index procedure and there were no other cardiac events reported post index procedure. Complaint conclusion: as reported by the (B)(4) study, a patient experienced elevated enzymes with the index procedure and unstable angina with revascularization due to in-stent restenosis approximately seventeen months after the index procedure. This is a (B)(6) male with medical history including angina, positive functional study for ischemia, previous pcis (most recent pci (B)(6) 2009) current pci in target vessel, CABG (most recent CABG un unk 1993), target vessel previously revascularized, family history of coronary artery disease, hyperlipidemia, hypertension, history of pvd/claudication, past smoker, allergy to biaxin, fibromyalgia, diverticulitis, depression, gastroesophageal reflux disease, prostatitis, thyroid cancer. At the time of the index procedure, angiography revealed three vessels diseased out of which only one vessel was treated. The indication for the procedure was a positive functional ischemic study and stable angina pectoris. The distal right coronary artery (rca) saphenous vein graft was described as 13mm in length, severely calcified, and in-stent restenosis of a drug eluding stent with 99% stenosis. Aneurysm was also noted. The reference vessel was 3.5mm in diameter. At the time of the index procedure, a 3.5 x 18mm cypher rx was implanted at 19atm by direct stenting without post-dilation. Post procedure troponin peaked at 0.686 (uln 0.120). It was reported that there was no treatment conducted and no cardiac events were reported. There were no procedural or angiographic complications and the patient was discharged the following day. Approximately seventeen months after the index procedure, the patient experienced unstable angina and underwent pci of the distal rca saphenous vein graft with placement of a drug-eluting stent due to in-stent restenosis. Cardiac cath revealed critical bypass graft stenosis / subtotal occlusion with vein graft from aorta to rca having 99 % in-stent restenosis proximally which was successfully treated with 3.5x28mm ion des , and the distal graft had 50% in-stent restenosis that was successfully treated with 3.5x24 mm ion des as patient continued to report significant angina. Unstable angina was resolved without sequelae. According to the investigator, distal rca vein graft lesion was in the target lesion and was possibly related to the cypher stent, but not related to the index procedure or study drug. The cypher stent remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15095742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.